Manufacturer narrative:
On-site investigation was performed by our field service engineer and according to the information there was no issues with the device. It was further informed that no malfunction was found and no technical error codes were found. Pre-use check was performed and all tests passed. No parts have been replaced and returned for investigation. The cause to the reported issue has not been established.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).